Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a break in the protective sheath around the entire circumference of the camera, exposing the underlying cables at the junction between the rigid portion of the camera and the cable, during the inspection for use involving an olympus autoclavable camera head. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lost water tightness, corrosion on coupler unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event camera shows significant breakage of the cable sheath and lost water tightness was cause due to poor water-tightness of cable unit. The most probable cause of the corrosion on coupler unit was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.